Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the problem was verified to be caused by a defective ECG isolator. The ECG isolator was replaced to correct the problem. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.